Event description:
The customer reported via phone call that the sensor adhesive did not always stick properly. The customer also reported having kinked tubing which caused her not to get insulin delivered. Customer also reported receiving no delivery alarms that require set changes to resolve. Customer reported being hospitalized about five years earlier due to diabetic ketoacidosis. The customer reported that this issue was caused by kinked tubing preventing insulin delivery. Blood glucose level at the time of the incident was 200 mg/dl. The customer will not return any product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.